Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead came apart at the terminal end when the physician pulled it out of the header during the scheduled change out. The lead was surgically abandoned and a new lead was implanted. No adverse patient effects were reported.